Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Customer reported lot# 12869388, but it does not match an appropriate material# in sap. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd" pump sets tubing had been "crushed" in the second hour of the infusion and caused an occlusion alarm. The following information was provided by the initial reporter: "alarm which is 'down occlusion' has occurred many times on bg 595 pca pump. According to our investigation, clinical training is done, last user can set infusion appropriately at hospital, they ensured that there was no occlusion or kink after pump segment. They detected that set silicone segment had been crushed in the second hours of infusion, the set silicone segment stuck together before 48 hours. Therefore 'down occlusion alarm' happened".

Event description:
It was reported that the unspecified bd¿ pump sets tubing had been "crushed" in the second hour of the infusion and caused an occlusion alarm. The following information was provided by the initial reporter: "alarm which is 'down occlusion' has occurred many times on bg 595 pca pump. According to our investigation, clinical training is done, last user can set infusion appropriately at hospital, they ensured that there was no occlusion or kink after pump segment. They detected that set silicone segment had been crushed in the second hours of infusion, the set silicone segment stuck together before 48 hours. Therefore 'down occlusion alarm' happened."

Manufacturer narrative:
The following fields were updated due to additional information: d4: catalog # 7290012271069. D4: lot # 12869388. H6: investigation summary: a 7290012271069 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 12869388. The details of this feedback were forwarded to the legal manufacturer of the product, caesarea medical electronics ltd. For investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 12869388 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.